Event description:
Received a report from a consumer who indicated in april 2000, experienced intermittent bleeding, headaches and sick feeling following the end of menses. On may 1, 2000, consumer discovered and removed a piece of tampon, one month after this discovery, consumer sought medical attention.